Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with two unrelated non-conformances and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint and one other dissimilar complaint for this lot of 3000 devices that were released to distribution. Although hitting bone or excessive hard tissue while passing the needle could be a possible root cause, based on the information provided, a root cause for this failure cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off in the patient during its first pass in a rotator cuff procedure. The surgeon removed the broken tip from the patient, and continued the procedure with another expressew iii needle. The distal tip of the second needle also broke off in the patient during its first pass. The surgeon removed the broken tip from the patient and used a third like device to complete the procedure with no reported adverse patient consequences. The complaint devices were discarded by the customer. See associated medwatch # 1221934-2014-00077.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off in the patient during it&apos;s first pass in a rotator cuff procedure. The surgeon removed the broken tip from the patient, and continued the procedure with another expressew iii needle. The distal tip of the second needle also broke off in the patient during it&apos;s first pass. The surgeon removed the broken tip from the patient and used a third like device to complete the procedure with no reported adverse patient consequences. The complaint devices were discarded by the customer.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our sales rep reported that the distal tip of an expressew iii needle broke off in the patient during it's first pass in a rotator cuff procedure. The surgeon removed the broken tip from the patient, and continued the procedure with another expressew iii needle. The distal tip of the second needle also broke off in the patient during it's first pass. The surgeon removed the broken tip from the patient and used a third like device to complete the procedure with no reported adverse patient consequences. The complaint devices were discarded by the customer. See associated medwatch # 1221934-2014-00077.